Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/ (B)(6) for the patients referenced in the article. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information/manufacturers listed. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: longevity of implantable cardioverter defibrillators: a comparison among manufacturers and over time. Europace. 2016;18(5):710-717.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patient deaths. There were also reports of infection, device recall/advisories, and device &#61825;lures.&#63508;he status of the device is unknown; however, many devices were replaced. Further follow up did not yet yield any additional information. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.